Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. In turn, their ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced to address the issue.